Event description:
It was reported that the patient with this pacemaker system visited the hospital for reasons unrelated to the device. During interrogation, this pacemaker was found to have recorded a code 1003 on (B)(6) 2025, which states that the voltage is too low for projected remaining capacity. It was noted that the device was operating in safety mode for about two months. Further review of the presenting electrogram (egm) showed high out of range pacing impedances and high pacing threshold measurements on the right atrial (ra) lead as well. Disk data analysis was requested. Technical services (ts) provided recommendation for further device evaluation to be done by the device treating clinic. No adverse patient effects were reported. At this time, this pacemaker and ra lead remain in service.

Event description:
It was reported that the patient with this pacemaker system visited the hospital for reasons unrelated to the device. During interrogation, this pacemaker was found to have recorded a code 1003 on 14 december 2025, which states that the voltage is too low for projected remaining capacity. It was noted that the device was operating in safety mode for about two months. Further review of the presenting electrogram (egm) showed high out of range pacing impedances and high pacing threshold measurements on the right atrial (ra) lead as well. Disk data analysis was requested. Technical services (ts) provided recommendation for further device evaluation to be done by the device treating clinic. No adverse patient effects were reported. At this time, this pacemaker and ra lead remain in service. Additional information was received that technical services (ts) was contacted regarding updated guidance for this device. Consult review still showed true voltage alert due to high internal battery impedance. Ts recommended completing a device interrogation using a programmer updated with smr6 to update the device firmware and to continue monitoring until radio frequency (rf) telemetry is disabled, after which time device replacement is advised. No adverse patient effects were reported. As of today, this device remains in service.

Manufacturer narrative:
This product remains implanted and in-service. As such, physical analysis has not been conducted in our laboratory. Based on the available information, and in the absence of a product return, no problem was detected. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. A risk review was completed and confirmed that the event of message - error code 1003 was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.